Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who had an implantable neurostimulator for spinal pain. It was reported that patient's device was not working properly or correctly. Patient had been having back pain, bilateral leg pain and bilateral hand numbness and tingling. Patient's primary care physician was concerned and wanted to know when patient was last seen by a manufacturer representative (rep). It was reviewed with caller that patient should follow up with the device managing physician. No further complications were reported.